Event description:
After stenting of the left internal carotid artery, the patient suffered hyperperfusion syndrome, which required an extended stay in the hospital for observation. While in the hospital, the patient had a brief episode of orthostatic hypotension, which responded to IV fluids. Medical history includes moderate aortic valve stenosis and chronic obstructive pulmonary disease (copd). The patient was found to a totally occluded right internal carotid artery (ica) and an 80% stenosis of the left ica. Due to high perioperative risks, the patient was enrolled in the sapphire study for carotid stenting. The target lesion was the left ica. The physician made access in the right femoral artery. After successfully accessing the lesion with a guidewire and performing angiography, an angioguard distal protection device was deployed at the base of the skull, distal to the lesion. A sterling 4 x 20 balloon was advanced over the filter wire and inflated at the lesion to 4 atmospheres (atms). The balloon was removed and a precise stent was deployed in the left common and internal carotid artery. A residual stenosis of 30% remained after stenting, so the physician advanced a 5x20 sterling balloon to post-dilate the stent. After post-dilation a 10-20% stenosis remained. The balloon was removed. Post procedure cerebral angiography was performed, with good results. During the procedure, the patient had transient neurological symptoms. The patient became aphasic, had some right-sided weakness, and confusion but after the filter basket was removed, the symptoms were fully resolved. The patient was back to baseline by the time she was taken from the angio suite. The patient was maintained in the hospital for a few days after the procedure and daily doppler exams were performed. These exams demonstrated a very mild degree of hyperperfusion syndrome. The patient remained neurologically intact during her stay. The patient did have an episode of orthostatic hypotension, which responded to IV fluids. The patient also had an exacerbation of copd, which was a previous condition and was treated with her inhalers and IV solu-medrol. The patient was discharged in good condition five days post-procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.